Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The codman bactiseal catheter (ID 823072) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported: "the patient had initial procedure insertion of ventriculoperitoneal (vp) shunt on (B)(6) 2025. The product was codman bactiseal. The patient then had a procedure on (B)(6) 2025 for craniotomy and blockage of shunt indicated by shunt dysfunction. Patient then had a follow-up procedure on (B)(6) 2025 for removal of the vp shunt. Valve showed discoloration of the distal component. Shunt was removed from the patient, with plan for insertion of a new shunt at a later date."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.